Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received guidance from technical support to reset the pump and successfully resolved the issue, as the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the malfunction reappears.